Manufacturer narrative:
Additional information has been requested. If additional information is received it will be provided on a supplemental report.

Event description:
It was reported, after doctor put the set screw in and went to put the distal screw in, we noticed that the tissue protection sleeve was bent and the tip of the gamma3 drill sleeve was dented therefore preventing the drill sleeve from going inside the tissue protection sleeve. We then opened another gamma 3 instrument set and completed the case successfully.